Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up when intermittent undersensing was observed. The device was reprogrammed. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.